Manufacturer narrative:
(B)(6).

Event description:
It was reported that the jaws for the firstpass came loose in the patients knee resulting in a significant 90 min delay whilst they were found and fished them out.

Manufacturer narrative:
The firstpass mini straight device intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. From the information provided, the jaws for the firstpass came loose in the patient¿s knee. A relationship between the product and reported incident cannot be established as the product was not returned. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. Tissue thickness. Excessive force can result in failure. Misuse of this device may result in bent or broken distal tip or jaws. There were no indications that would suggest that the device did not meet product specification upon release into distribution. Adverse event should be blank, product problem (e.g., defects/malfunctions), should be marked.

Event description:
It was reported that the jaws for the firstpass came loose in the patients knee resulting in a significant 90 min delay whilst they were found and fished them out. A backup device was available to complete the procedure with no patient injuries.